Event description:
"During a surgical procedure, the doctor inserted a 5mm reusable trocar obturator through the trocar sleeve and cracked it. The doctor admitted that it was his fault. The piece was retrieved. The procedure was not altered and the patient was not affected."